Event description:
It was reported that during an acl, when the package of a healicoil knotless was opened, it was noticed that the distal anchor fell off from the shaft´s distal tip. Surgery continued, without any delay, with a back-up device. No further complications were reported. No further details available. Results of investigation found the distal anchor has been broken off at the top of the inner threads.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation of the device shows the distal anchor has been broken off at the top of the inner threads. The top portion has been returned in a bag. The lower portion is still inside the insertion tool. The distal plug has been partially deployed and is half-way outside of the deployment chamber. The proximal anchor is still in place. A functional evaluation showed both insertion knobs move and deploy as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.